Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had their ins explanted due to an infection in 2015. The caller stated only the lead remained, but was going to have another dbs placed on their other side and was needing an MRI. The caller had no other information. There were no further complications reported.